Event description:
Affiliate reported that a screw that was implanted at l4-l5 fixation for l4 spondylolisthesis in 2005 was found to be broken. The screw shaft was found broken in the left side of l5. The broken part of the shaft was 1/4 length from the screw head. Pt's bone union had occurred according to x-ray, there was no need to explant the screw. However, the patient strongly wishes to be reviewed. As surgical intervention will occur an idr is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches, or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU), supplied with the device.